Manufacturer narrative:
Product ID 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was moved due to muscle issues in april 2013. It was moved from the buttocks to the right flank. Additional information was requested, if received, a follow up report will be sent.